Event description:
It was reported that during the beginning of a da vinci prostatectomy procedure and while performing the initial incision, insufflation was lost and the cannula came out of the patient's "ballooned" abdomen. The site advised that the initial port hole incisions were created slightly higher than normal. The site also reported the right and left patient side manipulator's (psm) seized during this time. It was reported that the patient was under anesthesia and, port incisions had been created before the surgical staff made the decision to abort the procedure. The procedure was successfully completed a few days later using the same port incisions. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted the field service engineer consisted of testing the system, psm, and reviewing system error logs. Engineering was unable to confirm the customer reported problem. The patient side manipulator (psm) is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. As indicated in the event description, the procedure was successfully completed a few days post this event using a da vinci system and as of 2008, there have been no reported recurrences of the issue at this hospital.